Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 32mg/dl and treated with juice. Customer indicated that their low blood glucose may have been due over bolusing. Customer requested assistance to change the time on the pump and troubleshooting advised customer on how to change the time on the pump. No further details were given.